Manufacturer narrative:
(B)(4). Evaluation: the device was serviced on site by a service technician. Visual inspection identified the battery to be swollen and the front housing damaged. The alarm log reviews and functional testing could not be performed because the device was inoperative due to a swollen battery. The cause of the reported alarm was due to the swollen main battery. The device will be swapped because there was no front housing in stock; therefore the battery was not replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an unspecified alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.